Event description:
Customer reported that a pt presented with a surgical site wound infection approx three mos following a total knee replacement. Customer advised that they do not consider the event to be device related.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.